Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 10/08/2015 with the following findings: investigation revealed a torn and missing keypad cover around the contrast, up and down buttons. The contrast, up and down key contacts was missing. All buttons were found to be unresponsive and therefore, navigation from the verify screen was unable to be performed to complete the remaining step. The keypad flex was also damaged; the trace/connection was torn at the contrast button. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a torn and missing keypad cover around the contrast, up and down buttons. The contrast, up and down key contacts were missing. All buttons were found to be unresponsive and therefore, navigation from the verify screen was unable to be performed to complete the remaining step. The keypad flex was also damaged; the trace/connection was torn at the contrast button. This report is made based on results of investigation completed on (B)(4) 2015.